Manufacturer narrative:
Product complaint # (B)(4). Date of event: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the product code and lot number of the device available? What were the indications for surgery? What specific surgical procedure was performed? Was a leak test performed in the initial surgical procedure? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? Why does the surgeon believe the event was ¿most likely associated with the stapler or error in use with the stapler¿? What is the current status of the patient?

Event description:
It was reported that following a colon procedure, the patient experienced a post-operative leak. There were no issues identified intraoperatively. It is unknown how the leak was addressed.